Manufacturer narrative:
Product analysis: display unresponsiveness was confirmed. The display overlay was replaced and the stylus calibrated. The handle was separating, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was unresponsive to the stylus. It was noted that the stylus was replaced, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.